Event description:
Boston scientific crm received information that the leads connected to this pacemaker were reversed in the header. The pacemaker, which was reported to be upside down, was programmed to aai mode and providing right ventricular therapy. During a follow-up visit, the histograms displayed vp which did not seem appropriate since the device was programmed to aai mode. In addition, the brady parameter warning screen indicated that the time between the elective replacement indicator to the end of life may be less than 3 months. The pacemaker was programmed to high output. The battery gauge was at the halfway point and the longevity remaining was 3 years. The clinician contacted technical services to determine if the 3 years remaining was accurate. A technical service consultant stated that the device was likely programmed to aai before the histograms were reset. The caller reset the histograms. The consultant suggested a memory dump to get an accurate longevity and stated that the 3 years remaining is likely accurate if no additional programming changes are made. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.